Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was explanted at initial procedure due to gash in optic was observed. The procedure was completed on the same day with another iol. There was no patient harm. There are five medical device reports associated with this report. This is 2 of 5.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).